Event description:
During the implantation of a vaxcel pasv PICC had been therapeutically placed in a pt (age and genger unk), the device hub cracked. There was no indication from the complainant of any adverse affect on the pt as a result of the reported problem. On 5/15/06, the inspection of the returned device identified a hole in the catheter tubing located between the 4 to 5cm mark, distal to the suture wing.